Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was protruding from the cap. This was noticed prior to patient use. The samples were discarded. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). Additional information: manufacture date - 7/18/14 to 7/25/14. The actual device was not available; however, photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photographs were visually inspected and the minicap did not have the sponge sticking out of the cap. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.